Manufacturer narrative:
(B)(4).

Event description:
Procedure: lobectomy: according to the reporter: stapler fired across pulmonary vein and would not open. Black knobs retracted but knife blade assembly did not retract. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. Ta30 was placed on proximal side of stapler and fired stapler then resected.